Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 02-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for lo display and high blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 90-150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the purse. The test strip lot manufacturer¿s expiration date is 10/29/2021 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Sections with additional information as of 03-sep-2020: h10: meter was returned to contract manufacturer for evaluation; no defect was detected. Test strips were returned to contract manufacturer for evaluation; defect found on returned strips: physical defect of strips; missing chemistry. Corrected section as of 03-sep-2020: h10: most likely underlying root cause changed from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test" to "rc-061: storage outside specifications".